Event description:
The account generated false positive architect stat troponin-I of 1.715 ng/ml on a patient sample ID (B)(6) that repeated negative several times (0.003, 0.007, 0.007 ng/ml). A second sample, ID (B)(6), from the same draw tested architect stat troponin-I positive of 0.134 ng/ml but repeated with discrepant results of negative (0.000 ng/ml) and positive (0.115 ng/ml). Additionally, ID (B)(6), tested vidas negative. A third sample (edta tube) from the same draw tested architect stat troponin-I negative (0.005 ng/ml) and vidas negative. The account uses a troponin cutoff of 0.032 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending data did not identify any adverse or non-statistical trends related to the complaint issue. However an increase in complaint activity was identified for likely cause lot 41059un13 related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 41059un13. Acceptance criteria was met which indicates acceptable product performance. A labeling review was performed which showed information provided in the architect stat troponin-I package insert that may be useful to the customer. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification.